Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The product was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The user facility reported a 75-year-old male patient of unknown race and ethnicity with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was believed that due to the change in waveforms and the lack of systemic anticoagulation that the impella cp had ingested a thrombus. The decision was made to explant the cp and implant a new device for continue support. The patient is stable.